Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. In addition, mentor received additional information that the patient had her explanted breast prostheses replaced with mentor smooth round moderate plus profile 275cc saline breast prostheses. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient fell on her right side and a rupture of the breast implant was later diagnosed with possible silicone in her right armpit. During the visual evaluation, a tear was observed at the union between shell and patch. Microscopic examination was performed and the cause of the tear could not be identified. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-jun-2020, mentor received additional information about this event. The explantation date is (B)(6) 2020. Manufacturer¿s reference number:(B)(4)

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 400cc gel breast prostheses that bilaterally ruptured after implantation. The patient fell on her right side in (B)(6) 2020. An MRI diagnosed rupture with possible silicone in her right armpit. The rupture was also later diagnosed by mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.